Event description:
The clinician reported that over 2 years after the dental implant was placed in ada site 8 the patient's mouth, the implant lost osseointegration in type iii bone. The clinician noted the patient's peri-implantitis and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.